Event description:
Hospital quality dept. Notified risk manager on 12/12/07, that a pt who underwent an anterior approach total hip replacement surgery on a month earlier had to undergo a second surgery on two days later, to remove a drain that broke off in the pt while the resident physician attempted to remove the drain. Pt had to undergo a second surgery on the same day to remove the drain. Diagnosis of reason for use: drain wound following surgery. Event reappeared after reintroduction? No.